Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 days after insertion of essure, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea/ painful cycles"), mood swings ("hormonal changes: mood swings,"), migraine ("migraines") and rash ("rashes on back part of my head/ scalp rash"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"), alopecia ("hair loss/ loss of hair") and acne ("allergic or hypersensitivity reaction: acne,"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain/cramping"), dyspareunia ("painful intercourse"), pallor ("pale skin"), asthenia ("low energy") and feeling abnormal ("feeling horrible"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anxiety, dyspareunia, dysmenorrhoea, mood swings, migraine, depression, pallor, rash, back pain, arthralgia, abdominal pain, asthenia and feeling abnormal outcome was unknown, the headache, fatigue, weight increased and abdominal pain lower was resolving and the alopecia and acne had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, migraine, mood swings, pallor, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: right and left tube occluded . Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet was received. Lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 days after insertion of essure, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea/ painful cycles"), mood swings ("hormonal changes: mood swings,"), migraine ("migraines") and rash ("rashes on back part of my head/ scalp rash"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"), alopecia ("hair loss/ loss of hair") and acne ("allergic or hypersensitivity reaction: acne,"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain/cramping"), dyspareunia ("painful intercourse"), pallor ("pale skin"), asthenia ("low energy") and feeling abnormal ("feeling horrible"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anxiety, dyspareunia, dysmenorrhoea, mood swings, migraine, depression, pallor, rash, back pain, arthralgia, abdominal pain, asthenia and feeling abnormal outcome was unknown, the headache, fatigue, weight increased and abdominal pain lower was resolving and the alopecia and acne had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, migraine, mood swings, pallor, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: right and left tube occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: acne, dysmenorrhea/ painful cycles, mood swings, migraines, depression, pale skin, rashes on back part of my head/ scalp rash, back pain, hip pain, abdominal pain, psychiatric problems, low energy and feeling horrible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 20208778-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 days after insertion of essure, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea/ painful cycles"), mood swings ("hormonal changes: mood swings,"), migraine ("migraines") and rash ("rashes on back part of my head/ scalp rash"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"), alopecia ("hair loss/ loss of hair") and acne ("allergic or hypersensitivity reaction: acne,"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain/cramping"), dyspareunia ("painful intercourse"), pallor ("pale skin"), asthenia ("low energy") and feeling abnormal ("feeling horrible"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anxiety, dyspareunia, dysmenorrhoea, mood swings, migraine, depression, pallor, rash, back pain, arthralgia, abdominal pain, asthenia and feeling abnormal outcome was unknown, the headache, fatigue, weight increased and abdominal pain lower was resolving and the alopecia and acne had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, migraine, mood swings, pallor, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in december 2009: right and left tube occluded . Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 20208778-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue. Concurrent conditions included overweight, menses irregular, bleeding breakthrough, upper abdominal pain (abdominal pain is located in epigastrium), menstrual disorder, amenorrhea, discharge and vaginal bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea/ painful cycles"), mood swings ("hormonal changes: mood swings,"), migraine ("migraines") and rash ("rashes on back part of my head/ scalp rash"), 4 days after insertion of essure. In (B)(6) 2010, the patient experienced hyperhidrosis ("hormonal changes describe- frequent breakouts"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss/ loss of hair") and the first episode of acne ("allergic or hypersensitivity reaction: acne,"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain/cramping"), dyspareunia ("painful intercourse"), pallor ("pale skin"), asthenia ("low energy"), feeling abnormal ("feeling horrible"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), the second episode of acne ("acne") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anxiety, dyspareunia, dysmenorrhoea, mood swings, migraine, pallor, rash, back pain, arthralgia, abdominal pain, asthenia, feeling abnormal, vaginal haemorrhage, menorrhagia, the last episode of acne, vaginal discharge and hyperhidrosis outcome was unknown, the headache, fatigue, weight increased and abdominal pain lower was resolving, the alopecia had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, menorrhagia, migraine, mood swings, pallor, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of acne and the second episode of acne to be related to essure. The reporter commented: insertion date on (B)(6) 2010 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: right and left tube occluded; on (B)(6) 2010: results: bilateral blocked fallopian tubes. Total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. On (B)(6) 2011 final pathologic diagnosis revealed endocervix curettage: fragments of superficial endometrial and endocervical tissue with no significant abnormalities. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, pelvic pain." Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received. Events vaginal bleeding, menorrhagia, acne, vaginal discharge hormonal changes describe: frequent breakouts added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, hypersensitivity, anxiety, fatigue, weight increased, alopecia, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.